Event description:
Sorin group received a report that during procedure, the s5 roller pump displayed an error message. When the error message was cleared the pump stopped. The clinician turned the speed knob and the pump functionality. The case was completed with no further issues. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The case was completed with no further issues. There was no pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.